Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call indicating that son was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 47 mg/dl. The customer treated with juice.